Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called stating she had a right knee replacement. She started experiencing pain, range of motion issues, swelling and excessive scar tissue. Patient underwent two manipulations under anesthesia and reports that she is experiencing swelling, pain, range of motion issues and would like to know if her devices are faulty.